Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over delivered during the preventive maintenance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported over delivered during pm which was reproduced. The reported condition was verified. The cause was determined to be the pressure plate travel was out of adjustment. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.